Event description:
The facility reports after lowering a pt onto the bed and removing the sling the jib dropped, falling onto the bed and pt. No injuries occurred. The hoist has been taken out of use awaiting inspection.